Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/19/2016 that a customer had an issue with a umbilical vessel catheter (uvc). The customer states that on (B)(6) 2016, uvc size 3.5fr was placed into umbilical artery under sterile conditions. On (B)(6) uac (umbilical artery catheter) used for fluid infusion and hemodynamic monitoring/blood sampling per unit standards. On (B)(6) 2016, uac was noted to have a crack with subsequent beading of fluid/insufate along the edge of the catheter. Findings were reported to the medical attending team and the catheter was removed at this time. The infant was evaluated for blood stream infection, peripheral line, then PICC line placed. Gender of patient is not known at this time.

Manufacturer narrative:
Submit date: 08/31/2016. An investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could cause this event. Based on all gathered information the most probable cause could be attributed to damage during use such as inappropriate use of chemical agents or improper connection of the device if the instructions for use were not followed albeit unintentional. However, without the sample it is not possible to determine the exact a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specifications, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes. Two attempts were made to retrieve a sample and the nurse replied that it is against hospital policy to release a sample that has been involved in an event.